Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an adverse event occurred. On 05/28/2023, the patient¿s parent reported the dexcom displayed ¿transmitter not found¿ after inserting the sensor on (B)(6)2023. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The patient tried to get the system to connect for over 24 hours and prior to reporting the issue to dexcom, the patient became ill. She became lethargic, pale, dehydrated, and experienced vomiting and stomach pain. The parent performed a blood glucose (bg) which was high on the glucometer which indicated her bg was over 600 mg/dl. The parents took the patient to the hospital on (B)(6)2023 where her bg was 660 mg/dl. She was diagnosed with diabetic ketoacidosis, received an electrocardiogram (ECG), and treated with IV insulin, IV fluid, zofran and an unspecified antacid. At the time of the report, the patient was admitted to the hospital and expected to be released in a couple of days. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2023, the patient¿s parent reported the dexcom displayed ¿transmitter not found¿ after inserting the sensor on (B)(6) 2023. The patient tried to get the system to connect for over 24 hours and prior to reporting the issue to dexcom, the patient became ill. She became lethargic, pale, dehydrated, and experienced vomiting and stomach pain. The parent performed a blood glucose (bg) which was high on the glucometer which indicated her bg was over 600 mg/dl. The parents took the patient to the hospital on (B)(6) 2023 where her bg was 660 mg/dl. She was diagnosed with diabetic ketoacidosis, received an electrocardiogram (ECG), and treated with IV insulin, IV fluid, zofran and an unspecified antacid. At the time of the report, the patient was admitted to the hospital and expected to be released in a couple of days. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.